Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during the patient's lead replacement procedure on (B)(6) 2023 (manufacturer report number: 1627487-2023-01489), 3 contacts of the lead came off while it was being explanted and remains in the patient's body. A new lead was implanted and no further intervention is planned.